Manufacturer narrative:
Product event summary: data files were returned and analyzed. One log file was received and recorded on the date of (B)(6) 2024 does not matching with the event date. The log file pulseselect_20241210 didn't show any catheter pulseselect connected or therapy delivered on the date of (B)(6) 2024. In conclusion, the reported stroke, aphasia and right-sided weakness occurred during the procedure and could not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was sent to a rehabilitation facility and continues to show improvement.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a cardiac ablation procedure using the pulse field ablation catheter, the patient began showing signs of a potential stroke, including aphasia and right-sided weakness. An MRI confirmed a left-sided cerebrovascular accident (cva). The patient was sedated in the intensive care unit. The event led to an extended hospitalization. It was noted that the patient was under general anesthesia during the procedure, and medical intervention was required to prevent permanent impairment. The case was completed with pulsed field ablation. It was later noted that the patient was showing improvement. No further patient complications have been reported as a result of this event.